Event description:
On 1/23/97, the MFR received a device from a previous report which had been closed because the device had not been returned within the MFR's specified time frame. As a result, the MFR has opened a new file to address the product return analysis. The initial report states that the device in questions was deemed "defective" during the chemotherapy device priming procedure. The report further states that the device could not be filled.